Event description:
One endeavor sprint rx drug eluting stent was implanted at the proximal lad. It is reported that another endeavor sprint rx drug eluting stent was implanted at the proximal lad, overlapping, as treatment of complication/dissection/bailout. After implantation of the proximal stent there was a short segment of dissection distally up to rd1. Thus implantation of a second stent over the dissection. No additional dissection observed distally, continued small extravasation in stent area. Pt was symptom free throughout. Three days later, one endeavor sprint rx drug eluting stent was implanted at the proximal lcx, as part of a planned staged procedure. Clinical eval committee (cec) adjudicated that a suspected mi occurred one day following staged procedure. Event was reported to be a non q-wave mi, in the territory of the target vessel. Pt was asymptomatic/free of symptoms at 30 day f/u, 6 month f/u, 1 yr f/u, 1.5 yr f/u, 2 yr f/u, 2.5 yr f/u and 3 yr f/u.

Manufacturer narrative:
(B)(4). Eval: results: dissection & mi.